Event description:
It was reported the patient underwent revision for instability. The femoral was revised for possibly being slightly undersized. The tibial was revised for possible malposition/rotation. Bearing was appropriately sized, no issues; replaced as associated product to the tibial. Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). Suggested code (annex g) - mechanical (04) - femur. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. 42532007502 persona tibia cemented 5 deg stemmed rt size f lot# 66073233.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h10, h11. D10: additional associated products: 42532007502 persona tibia cemented 5 deg stemmed rt size f lot# 66073233. 42522100810 persona articular surface medial congruent rt 10mm lot# 66137728. 42540000032 all poly patella cemented 32 mm dia lot# 66241082. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.